Event description:
It was reported that during a lap colon procedure, the thread removed from handpiece, then shears lost power, later handpiece error. Another device was used to complete the case. No patient consequence.